Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a dissection was observed during use of the delivery catheter. The delivery catheter was removed and the implant procedure was abandoned. No further patient complications have been reported as a result of this event.